Event description:
Adverse event: myocardial infarction. Onset of adverse event: during procedure. Device issue: none. It was reported via a trial that on (B)(6) 2010, due to stable angina and a positive stress test, the pt underwent index procedure with the deployment of promus drug eluting stents in the distal right coronary artery (rca). The pt was diagnosed with a peri-procedural myocardial infarction (mi) with inferior lead st elevations. The pt was placed on heparin and a glycoprotein iib-iia. On (B)(6) 2010, the pt was discharged from the hospital. No add'l info was provided.you are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The stent remains in the pt. A f/u will be submitted with all relevant info. The first unk promus stent is being filed under a separate MFR number.

Manufacturer narrative:
Internal file number - (B)(4). In this case, there was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.